Event description:
It was reported the patient's blood glucose level rose to 26.1 mmol/l (461 mg/dl) while wearing the pod between 37 and 48 hours. It was reported the patient was unsure if the cannula inserted into the skin and the pod was leaking during wear. Additionally, it was reported that the pod fell off the infusion site. As treatment, a new pod was placed.

Manufacturer narrative:
Corrections made to b5 and medical device problem code. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia.

Event description:
It was reported the patient's blood glucose level rose to 26.1 mmol/l (461 mg/dl) while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site abdomen, causing the cannula to dislodge. Additionally, it was reported the patient was unsure if the cannula inserted into the skin and the pod was leaking during wear. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.